Manufacturer narrative:
(B)(4). Device was not returned to edwards for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Follow up was performed to obtain further information, however, it was confirmed that no further information could be provided. Should new information becomes available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm bioprosthetic valve, implanted in the tricuspid position for approximately thirteen (13) years and four (4) months, required a valve-in-valve procedure with a transcatheter 29mm bioprosthetic valve. The reason for the procedure was stenosis and insufficiency. The initial tricuspid disease was rheumatic. The procedure was successful and the patient is well.